Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the product was found on a cart after a procedure and the blister on the package was damaged. No patient involvement. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI (B)(4). The returned product was visually inspected and the reported event (damaged sterile packaging) was confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the product when it left zimmer biomet control was conforming to specifications. The root cause of the reported event is likely to be due to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.